Event description:
Info from a health care provider (hcp) indicated, the pt had arrived in an intensive care unit and was on a ventilator. The hcp reported that the pt had not used their device "for some time," and the skin around the implant was "beginning to break down." The hcp stated, they wished to remove the device. The hcp was redirected to the pt's primary physician. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).